Event description:
It was reported that three days post implant, the patient presented to the emergency room with left calf pain. The patient was diagnosed with a deep vein thrombosis that resulted from the implant procedure. The patient was admitted, treated with drug therapy and was released the following day. The device remains in use. It was noted that the patient is taking part in (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.